Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced non-conversion during a ventricular tachycardia (vt) episode. A defibrillation threshold (dft) test was performed, which was successful at 31 j in initial polarity. The physician believes this indicates that the ventricular tachycardia (vt) is re-initiating after therapy delivery and is confident in the device function. A vt ablation was scheduled. No additional adverse patient effects were reported. This device remains in service.